Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there were long recharge sessions. The mdt data and the session report show that recharging doesn¿t go very well. The patient has lost stimulation quite often due to a depleted battery in the past two weeks. Before that, stimulation was not used every day per the graphs. In total since implant the patient has lost stimulation 57 times due to a depleted battery. Impedance measurements were 40,000 ohms with electrodes 1, 2, and 10. Additional information was received reporting the cause of long recharge sessions was bad position. The cause of 40,000 ohms was not known but one plot was out. The cause of the ins depleting was program's stimulation was too high. The action taken to resolve the event was trying cycle mode. The patient was receiving therapeutic effect. It was unknown if the event resolved, "to follow."

Manufacturer narrative:
Concomitant medical product: product ID: 977a2, lot# unknown, product type: lead. Other relevant device(s) are: product ID: 977a2, serial/lot #: unknown, report source: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative (rep) clarified their statement that ¿one plot is out¿ meant that one el ectrode had out of range impedances. It was unknown if the event was resolved as there was no new information regarding the patient. The cause of the high impedances was not determined. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: 977a2, lot# unknown, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.